Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he is experiencing halos produced by all lights at night. He described the halos as many layers of circles around the lights. The consumer reported he had never had a problem driving at night before, but now, he tries to avoid driving at night if at all possible. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 05/23/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).